Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. The patient reported that several years after the first pump was put in the catheter broke off in the patient's spinal column and "they almost died." The patient had surgery to have the catheter replaced. The patient reported that they have 2 catheters in them now, "one is dead, and one is the live one." No further complications were reported.